Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? How many times was the device fired during surgical procedure? What anatomical structure was post-op bleeding identified on? Was the vessel skeletonized or included hilum? Does the surgeon routinely wait 15 seconds prior to firing? Can it be confirmed that the entire width of compressed vessels was proximal to cut line and no extraneous tissue was within jaws distal to cut line? Was there any issues intraoperatively to include staple formation or hemostasis? How was bleeding identified? How long after initial procedure was bleeding identified? During reoperation, how did staple line look? What was the reason to return to operation room a second time? Was a blood transfusion required? What is the current patient status?

Event description:
It was reported that the doctor performed a laparoscopic hand assisted donor nephrectomy and had post op bleeding from the arterial staple line. The patient became hypotensive after the procedure and went back to the operating room twice. The doctor performed a re-laparotomy and over sewed the staple line.